Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Data logs show that the placement signal goes out of spec around the same time the clinical mentions shockwave. Data logs show that snr drops to 0, contrast and gain drop, and lamp increases. There was a kink in the catheter about half a cm below the motor housing. The pump passed the laser continuity test. The returned 5s parameters showed extremely low snr and lamp at 100%. Contrast was low. Gain and light are within normal ranges. The cavity length is 32768 nm. No biomaterial was observed. The root cause of the optical signal issue was most likely a damaged sensor due to interaction with shockwave. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer.

Event description:
The complainant reported a patient was implanted with an impella cp. While on support, the aortic placement signal was lost. Support continued until the impella was weaned. Clinical representative confirmed that the pump was not weaned due to the loss of the placement signal. No known patient harm or injury.